Event description:
User facility voluntary medwatch received from cdrh that stated: "IV plum pump abbott laboratories, with continuous drip of integrilin for acute coronary syndrome infusing. Data screen went black-display not visible and would not return. Wall outlet functional. IV pump changed out and tagged for repair." Upon further query, the following info was provided that indicated the pump powered off by itself without sounding an audible alarm tone. The pump was programmed to deliver an unspecified concentration of integrilin and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the pump reportedly powered off by itself without sounding an audible alarm tone. The device was removed from clinical service. During testing at the user facility, it was noted that the "main logic board" was dislodged, "probably by being dropped or it took some sort of impact." There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. During testing at the user facility, it was noted that the "main logic board" was dislodged, "probably by being dropped or it took some sort of impact." The pump was repaired by the user facility and passed testing prior to being returned to clinical service.